Event description:
Cerebral angiogram for embolism of aneurysm was being performed in the interventional radiology (ir) area. Procedure was performed through right common femoral artery through 5f short sheath. At the end of the procedure, a perclose device was used but the suture broke. Another device was obtained and used to complete the procedure. Manufacturer response for perclose prostyle, perclose prostyle (per site reporter). This same device and lot number had the same malfunction last week in our ir area. The manufacturer representative was made aware, and the entire lot was pulled and replaced.